Manufacturer narrative:
(B)(4). Eval results: inaccurate placement. Results/conclusion: lack of info, aneurysm and vessel morphology were not provided.

Event description:
A talent captiva stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm on an unk date. Aneurysm and vessel morphology were not reported. It was reported that there were difficulties during the removal of the stent graft delivery system, due to the tapered tip slightly catching on the fabric of the stent graft. The stent graft was moved down, slightly, about 1 cm. The stent graft was ballooned and the case was concluded. No further intervention was performed. No clinical sequelae were reported, and the pt is fine.